Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cautery hook tip accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue. Fa found the cautery hook tip accessory stuck to a monopolar cautery instrument. Visual inspection was conducted and fa found the tip to be melted. The hook was missing and measured approximately 0.097" x 0.252". Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: the cautery hook tip accessory (pn: 400156-06) is not tracked by the da vinci surgical system and, therefore, logs are unavailable for this component. This complaint is being reported because the cautery hook tip accessory had melted. Damage to electrical insulation could allow for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a cautery hook tip accessory had melted during use and came apart. The procedure was completed and there was no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed-up with the robotics coordinator, but was not able to obtain any additional information about the complaint or obtain any patient-related information.